Manufacturer narrative:
(B)(4). The deep brain stimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced a return of tremor and was seen by his neurologist. The hcp was unable to communicate with the deep brain stimulator because the battery of the device was totally depleted. The device was replaced without further incident. The pt did well after replacement. After replacement of the stimulator, impedances were measured and found to be normal. Stimulation was programmed to be delivered using 2 electrodes at amplitude 3.2 volts, pulse width 120 microseconds, 180 herz. Impedances was 640 ohms. The hcp believed the device battery underwent early battery depletion.